Manufacturer narrative:
Multiple attempts for additional information have gone unmet. No additional information forthcoming. A sample evaluation could not be performed as the device was not returned. The manufacturing records for onxace-21, sn (B)(6) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance or deviations were found. The available information was reviewed. On 19oct2020 an onxace-21 sn (B)(6) was used in a case for a 36-year-old female in the aortic position. A second aortic on-x was reported to device tracking on 15oct2024 as implanted in the same position, same patient: (B)(6) 2024 onxace-23 sn (B)(6) (1411 post-implant). The patient also received an onxmc 25/33 sn (B)(6) that day. Multiple attempts to receive additional information received no response. Review of manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. No further action is needed without further information. A review of the information was performed to compile a risk analysis. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. There is insufficient data to determine a product failure mode; thus, severity and occurrence is not evaluated. No further action is required without additional information. A definitive root cause is unknown. There is no indication that an error or deficiency occurred at artivion formerly cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable; field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification, "received an aortic irc for a patient with an existing aortic implant. Please let me know if this is an explant." This investigation is relegated to onxace-21, sn (B)(6) with the allegation of explantation.